Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6949 implantable tachy lead 2007 (B)(6). (B)(4).

Event description:
It was reported that far field r-wave (ffrw) oversensing on the atrial lead was causing mode switches. It was also noted that p waves were low. No programming options are available for the ffrw. The lead remains in use. No patient complications have been reported as a result of this event.